Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited a loss of capture. The left ventricular lead was not used and replaced. The patient experienced no adverse consequences.